Event description:
Event description guidant received information that after two months of service this left ventricular lead exibited elevated threshold measurements with loss of capture (loc). Twenty-five months after implant the physician noted high threshold measurements with loc and blood infiltrating the left ventricular lead (lv1) connector of the device. The physician cleaned the lv1 connector and chose to leave the pacemaker and lead implanted. During a procedure two months later, to evaluate the increased threshold measurements, the physician again observed blood in the lv1 connector. The lead and pacemaker were explanted and replaced. The device has been returned for analysis.